Manufacturer narrative:
An event regarding malposition involving an unknown patella was reported. The event was confirmed by medical review. Method & results: -device evaluation and results: the device was not returned however photographs were provided for review. The patella photographs show a recently explanted device with nothing remarkable to note. -medical records received and evaluation: patellar maltracking with lateral tilt and shift of the patellar device has contributed to an overload condition in the patella-femoral joint with device loosening and abnormal wear. Conclusions: medical review has indicated that patellar maltracking with lateral tilt and shift of the patellar device has contributed to an overload condition in the patella femoral joint with device loosening and abnormal wear. No further investigation is possible at this time. If additional information, such as product details and product return, becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient knee felt unstable. Doctor scheduled her for surgery for thicker and more constraint liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient knee felt unstable. Doctor scheduled her for surgery for thicker and more constraint liner.